Event description:
It was reported that the ventricular lead failed to capture during a post implant checkup. X-ray imaging was performed, and the lead was found dislodged. The lead was explanted and not replaced due to patient's anatomy. The patient was noted as stable.